Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler stopped firing. This event caused the staple formation to be poor and the staple line to be incomplete. They changed the stapler to complete the case. There was no patient injury.